Event description:
It was reported that a patient never had therapeutic effect, the device hadn¿t controlled her symptoms since it was implanted, and it didn¿t work. The patient hadn¿t completely healed. A nurse tried to program the device the day prior to the report and wasn¿t able to. During device programming, the sensation would go down the patient¿s leg. The patient was told she would have to wait until (B)(6) 2014 to have the device programmed. At the time of the report the patient was getting the poor communication screen on the patient programmer. The patient was able to sync with the implantable neurostimulator (ins) and saw the stimulation on icon. She increased the setting to 2.0 and felt stimulation around the implant, then nothing. The patient increased stimulation to 2.3 and felt stimulation on the left side of her buttocks. Stimulation was increased more, was uncomfortable, and was decreased to a comfortable level. The patient was only able to feel stimulation by the implant, not in the bicycle seat area. When the patient took the antenna off from the ins area, it hurt where the implant was. The patient was upset that no one showed her how to use the programmer before the device was implanted. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information was received from the physician and it was reported that the cause of the event was due to the device and reprogramming was required. The physician noted that the patient felt stimulation more on the outer leg on program 2. It was changed to program 3 and the patient felt it more towards the pelvic floor. The physician reported it was unknown if the patient had 50% or greater symptom reduction, but that the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient product ID; 3093-28,lot# va0lb6z, implanted: (B)(6) 2014, product type lead. (B)(4).